Event description:
A caller reported experiencing a cgm error with their device. There was no adverse impact to the customer's blood glucose level. The technical support team assisted the caller by providing instructions for a pump reset, and after following these steps, the caller successfully restarted their sensor session without any recurrence of the error.